Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was alarming low fio2. The customer stated the ventilator was on a patient when this issue occurred. The patient was moved to another ventilator with no harm or injury.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the o2 cell required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.